Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of the event was unknown. On the same day as onset, the patient was hospitalized for this event. The patient was treated with vancomycin injection (1gm, route, frequency and duration were not reported), amikacin injection (500mg start dose followed by 100mg in one bag, route and duration were not reported) and imipenem injection (1gm in one bag per day, route and duration were not reported) for the event. One day after hospitalization, the patient was discharged and was reported to be recovering from the event. Fifteen days after discharge, the patient passed away due to cardiac arrest. Pd therapy was ongoing at the time of the peritonitis event and at the time of death. It was not reported if an autopsy was performed. No additional information is available.